Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon was selected to treat the lesion. It was noted that the device broke in half inside the patient's body.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no packaging or other devices. The device was returned in two (2) pieces. The catheter was visually and tactilely inspected; there was blood and contrast in the inflation lumen and multiple hypotube and shaft kinks. The hypotube was broken 65.5cm from the strain relief. Examination under magnification revealed that the fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge (tm) balloon was selected to treat the lesion. It was noted that the device broke in half inside the patient's body.